Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material exiting the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the following correction to b5. Initially it was reported that foreign material was found at the nozzle. Correction: it is reported that foreign material in found in air/water tube and air/water cylinder. Updated h6.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding, and updates to h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from between the up/down and right/left angulation control knobs identified during inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, a definitive root cause could not be identified. The issue can be detected/prevented by following the instructions provided in: gif/cf/pcf-190 series operation manual chapter 3 - preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 - reprocessing the endoscope. Olympus will continue to monitor field performance for this device.